Event description:
It was reported a patient's implantable cardioverter defibrillator presented with post-paced t-wave oversensing. Programming changes were made to restore normal parameters. The patient was stable.